Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able to insert the drop down stems into the tibia plate. He completed the surgery with another tibia plate and drop down stem.